Event description:
It was reported that the pump was explanted due to meningitis. The pt experienced fever and infection. The pt outcome was reported to be "no injury". The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
Final pump analysis revealed no anomaly found. Normal device function.